Manufacturer narrative:
Examination of the returned device confirmed the customer's complaint. The root cause of the failure was identified as consistent with liquid penetration into the power source. The power supply was replaced with a new power supply to restore the monitor to functionality. There was no indication or evidence of a manufacturing defect being responsible for the issues. No further actions will be pursued at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.

Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason and the device met all specifications prior to release. The device evaluation is anticipated; however, the system has not yet been returned at this time. A supplemental report will be submitted with findings once the device is received and evaluated.

Event description:
It was reported that during patient use of an ev1000a, the power supply suddenly 'smoked up.' A sudden power failure occurred during anesthesia when the patient was connected to the ev1000 with a flotrac. The device was properly connected and had been working correctly. Therefore, the customer assumed that a power failure occurred, so the device was connected again to a second power source. The power supply subsequently began to 'smoke up.' The device was unplugged and the anesthesia process continued without ev1000a monitoring. There was no report of patient compromise and no additional system-related devices were identified as suspect. The ev1000 system will be returned and evaluated.